Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the stimulator was activated this morning. Patient got home and charge his controller, then began a charging session for his ins. Patient mentioned he was laying on the recharger and the charging quality was excellent. Patient stated he shifted his body and the controller began beeping, the screen was white, and the light began flashing yellow. Patient began experienced a surge of stimulation through his body. Prior the call, patient began pushing the down arrow on the controller repeatedly and the surging stimulation went away. Patient noted he unplugged the recharger and plugged the controller into the power supply cord and the green light began flashing at the top of the controller. Troubleshooting included patient could unlock the controller and confirmed the ins was at 80% battery level and the controller was also at 80%. Patient mentioned this equipment was new, and he had just opened the box. Patient services (pss) asked patient if the box was sealed, patient was the very first person to open the box of equipment. Patient noted he could not recall for sure. A replacement controller would be sent, controller started beeping and display went white. No further complication and no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97745 serial# (B)(4). Product type programmer, patient device code c63002 corrected/replaced the previous device code submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. They reported that the circumstances leading up to their surging sensation were that when they first activated their unit, they began charging their internal battery. Then suddenly, the screen flickered and went blank. At that time, electrical surges went through both legs. The steps taken to resolve the issue involved immediately unplugging the unit and they attempted to shut it down. Then they called in to patient services and was sent a new unit (controller). The issue of the surging stimulation through the body was resolved. They stated that after a while, they plugged in the unit and it appeared to behave normally. They were still using the original unit. They did not start using the new replacement controller. They stated they will speak to their rep at their next appointment. No further complications were reported.